Manufacturer narrative:
Serial number unknown; (B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location is currently not available. The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the saw button of the air oscillator device jammed and continued operating. It was reported that to unjam device, the button had to be pressed again. According to the reporter, the 2, 5, and 3 tibial base implants were missing. The reporter stated that the consultant was informed who indicated that they knew of one of the missing implants and that two were not missing. The doctor was informed, and the surgery continued because ¿the patient was large¿ and did not use those two sizes. It was reported that when the surgery had already finished, the two missing implants arrived. It was further reported that the surgeon used a size 5 prosthesis and despite the saw button jamming, it made the cuts correctly. It was not reported if there were any delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.